Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 july 2025, senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 - 4:39 am - est - sg: 135 mg/dl - bg provided in notes: 254 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 4:39 am - est - sg: 135 mg/dl - bg available in dms: 254 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. User didn't seek medical treatment. User resolved the event by insulin. User's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
User reported a high glucose event. The following example set was provided: (B)(6) 2025 4:39 am est/ sg: 135 mg/dl - bg: 254 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 4:39 am est / sg: 135 mg/dl and bg was 254 mg/dl. A review of the alert history revealed that the user did not receive a high glucose alert around the reported time as user's sg was below 185 mg/dl. The user did not seek medical treatment and resolved the event by insulin administration. User's hcp was not aware. The user was advised to follow up with the hcp for further medical guidance. In an associated case of sensor inaccuracy, inclusive of the reported event. A review of the in-vivo data revealed optical instability around the reported time frame. When there has been a significant shift in the signals observed, the re-link option is recommended. Relink option will clear the calibration buffer and give the algorithm to opportunity to converge faster to the new state of the sensor. The user performed a sensor re-link on the (B)(6), and the system showed better sg/bg agreement. The root cause of the transient optical instability may potentially be related to a period of instability in the vivo state of the sensor hydrogel. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.